Event description:
As reported, during a procedure, the patient was implanted with ventralight st mesh using echo ps on (B)(6) 2024. It was reported that the "hernia patch that has been painful and has to be removed. Patient is waiting for an MRI."

Manufacturer narrative:
As reported, the patient experienced pain post implant of ventralight st mesh using echo ps. Based on the information available, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient¿s postoperative course. Pain is a known inherent risk of surgery and are identified as possible complications in the adverse reactions section of the instructions-for-use, supplied with the device. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in december 2022. Note, the date of event (02-may-2024) is considered to be a best estimate based. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.